Event description:
It was reported that during a da vinci-assisted hysterectomy ¿ benign surgical procedure, the customer contacted the technical support engineer (tse) and reported the staff encountered a repeated error 23017 on the right master tool manipulator (mtm) in the middle of the procedure. The staff had tried to recover from the fault repeatedly with no change. The staff tried to power cycle the system and the system powered up with an error 25588 on the right mtm. The surgeon elected to convert to laparoscopic. The procedure was converted to laproscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was converted to laparoscopic approach due to system issue. The conversion did not result in increasing port size incision or adding additional ports. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the master tool manipulator (mtm) generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. The complaint was confirmed based on field evaluation.

Manufacturer narrative:
Isi has received the master tool manipulator (mtm) generator and completed failure analysis testing. The visual inspection was performed on the mtm and an error was triggered during sine cycle when the mtm was connected to the patient side cart fixture test platform (pftp).